Event description:
Philips received a complaint by the customer on the v60 indicating that the error o2 and air flow sensor calibration failure had occurred (diagnostic code 110f and 110e). It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error o2 and air flow sensor calibration failure had occurred (diagnostic code 110f and 110e). A field service engineer (fse) went onsite and confirmed the reported issue. The fse suspected the reported issue was due to the flow sensor. A replacement of the flow sensor is currently pending.

Manufacturer narrative:
It was reported that the error o2 and air flow sensor calibration failure had occurred (diagnostic code 110f and 110e). A field service engineer (fse) went onsite and confirmed the reported issue. The fse suspected the reported issue was due to the flow sensor. A fse went onsite and replaced the flow sensor assembly to resolve the reported issue. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.